Manufacturer narrative:
Quality-safety evaluation of ptc received on 22-aug-2016: the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she had a device removal due to complication associated with device, serious events due to medical importance and listed in essure's reference safety information . If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, limited information was given and no exact reason for device removal was provided. However, given the nature of the events, causality between events and essure use cannot be excluded. This case was regarded as incident, since device removal was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states on 02-aug-2016, on behalf of a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. Subsequently plaintiff had the device removed due to complications. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she had a device removal due to complication associated with device, serious events due to medical importance and listed in essure's reference safety information .if, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, limited information was given and no exact reason for device removal was provided. However, given the nature of the events, causality between events and essure use cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female / chronic pelvic pain') in a 30-year-old female patient who had essure (batch no. B76629) inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and endometrial ablation performed on same date" on (B)(6) 2014. The patient's concurrent conditions included endometriosis, menorrhagia and dysmenorrhea. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), hypersensitivity ("allergic reactions") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic assisted total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, anxiety, hypersensitivity, weight increased and abdominal distension outcome was unknown. The reporter considered abdominal distension, anxiety, hypersensitivity, pelvic pain and weight increased to be related to essure. The reporter commented: the essure device was inserted into the left tube without difficulty with 2 coils showing and then was inserted into the right tube, no difficulty with 1.5 coil showing. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 26-aug-2020: medical record received. Event added: essure and endometrial ablation performed on same date. Lot number, reporters information and medical history were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female / chronic pelvic pain') in a 30-year-old female patient who had essure (batch no. B76629-not valid) inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and endometrial ablation performed on same date" on (B)(6) 2014. The patient's concurrent conditions included endometriosis, menorrhagia and dysmenorrhea. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), hypersensitivity ("allergic reactions") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic assisted total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, anxiety, hypersensitivity, weight increased and abdominal distension outcome was unknown. The reporter considered abdominal distension, anxiety, hypersensitivity, pelvic pain and weight increased to be related to essure. The reporter commented: the essure device was inserted into the left tube without difficulty with 2 coils showing and then was inserted into the right tube, no difficulty with 1.5 coil showing. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Lot number [ b76629 ] is not valid. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-sep-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female / chronic pelvic pain') in a 30-year-old female patient who had essure (batch no. B76629-not valid) inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and endometrial ablation performed on same date" on (B)(6)2014. The patient's concurrent conditions included endometriosis, menorrhagia and dysmenorrhea. On (B)(6)-2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), hypersensitivity ("allergic reactions") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic assisted total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) -2016. At the time of the report, the pelvic pain, anxiety, hypersensitivity, weight increased and abdominal distension outcome was unknown. The reporter considered abdominal distension, anxiety, hypersensitivity, pelvic pain and weight increased to be related to essure. The reporter commented: the essure device was inserted into the left tube without difficulty with 2 coils showing and then was inserted into the right tube, no difficulty with 1.5 coil showing. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Lot number [ b76629 ] is not valid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) -2020: quality-safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), hypersensitivity ("allergic reactions"), weight increased ("weight gain") and abdominal distension ("bloating"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, anxiety, hypersensitivity, weight increased and abdominal distension outcome was unknown. The reporter considered abdominal distension, anxiety, hypersensitivity, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-oct-2017: follow up from summons-events medical device removal and device complications deleted and events anxiety, allergic reactions, weight gain, bloating, pelvic pain, depression, pain added with essure start and stop date. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs